Event description:
It was reported that the fowler may have been stuck in an elevated position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the fowler may have been stuck in an elevated position due to a gas spring cylinder malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results provided by customer which determined the fowler may have been stuck in an elevated position due to a gas spring cylinder malfunction. Customer performed evaluation.